Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation with a purple boot and its re-chargeable battery. This was the first time the unit had been in for service. The device was powered on and off and the rebooting issue was verified. After internal monitor inspection, the c02 pump was found damaged where the black top popped open. When the c02 pump's top opens, the monitor will go into a rebooting cycle. The speaker was also found loose and glued into position. The damage found within the device is consistent with unit being severely impacted from a drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, centrifugal forces in the time of impact affect internal components, which usually results in component damage. Based on the investigation evidence, the root cause was determined to be user interface.

Event description:
Information was received that during testing a smiths medical bci capnocheck ii capnograph monitor had loose internal parts and was resetting itself. No adverse effects were reported.